Event description:
A clinical trainer for mankind corp. Reported that they spoke with the patient and his daughter and was told that the patient had to go to the emergency room (ER) for diabetic ketoacidosis (dka). It was reported that the patient's blood sugar was over 500 (mg/dl). When the patient left the hospital, they stated it was a medication control issue. It was reported the patient has reached out to their provider. No device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted the patient's daughter and clinical trainer. The client has type 2 diabetes and is using v-go 20 with novolog insulin. Client's daughter reports on monday 12/4/2023 am client started on the v-go 20 with novolog insulin and had blood drawn at the healthcare professional (hcp) office. On tuesday 12/5/2023 afternoon the hcp office called to report blood glucose lab result from 12/4 was 570. Patient was advised to go to the emergency room (ER). Patient went to the ER, blood glucose (bg) was 380, discharged home with plan to follow up with his hcp. The patient's daughter did not recall type of medical treatment patient received at the ER. Daughter reports they are following up the hcp to manage the patient's blood glucose. She reports there have been no mechanical issues with the v- go device. The needle start button clicked and they are now giving 2 bolus clicks with each meal and snack. Client eats up to 4 times a day. Daughter reports no leaking or adhesion issues. Clinical trainer reports she meet with the client on tuesday 12/5/2023 am. Continuous glucose monitor (cgm) reported very high, did not give number. She instructed client on how to use the v-go device and had the patient practice. Client demonstrated how to use the device. She reports needle start button clicked, grey indicator moved, and hcp instructions were 1-2 clicks per meal. Patient was very worried about hypoglycemia. Client has an accent and sometimes is difficult to understand. Clinical trainer contacted the client on wednesday 12/7/2023 am, patient reported blood glucose was < 200, verified needle start button clicked, was giving bolus clicks and grey indicator moved. Clinical trainer was notified by daughter that patient had to go to the ER for diabetic ketoacidosis (dka) and bg was over 500 and was told it was a medication control issue. The trainer reports prior to starting on the v-go, patient was on long-acting insulin x1 day and mealtime insulin x3 day. Clinical trainer believes the client needs more insulin than what was ordered to manage his diabetes. He was very worried about hypoglycemia and was instructed to give 1 -2 bolus clicks per meal. She does not believe the elevated bg was from v-go device not working. A blood sugar reading of 570 is elevated and serious. It is possible the patient's blood sugar was elevated prior to starting the v-go device and the medication orders of insulin were not enough to manage his blood glucose. It is unlikely a mechanical issue from the v-go device contributed to this elevated blood glucose report. The client is working with his hcp to manage his blood sugar readings. Additional training and follow up with the clinical trainer are planned.